Manufacturer narrative:
The field service engineer (fse) checked, cleaned, and calibrated multiple parts; however, no definitive part was identified as the issue cause, therefore, the alinity I, serial number (B)(6) was considered the cause for the false positive results. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. A review of tracking and trending of the alinity I processing module did not identify an increase in complaint activity associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I process module, serial number (B)(6), was identified.

Event description:
The customer reported a false positive alinity I total b-hcg result for a 31 year old female patient. The following data was provided: sid (B)(6): initial result = 97.24 iu/l, repeats were <2.30 iu/l. The sample was repeated multiple times and generated the same <2.30 iu/l results. No impact to patient management was reported.

Event description:
The customer reported a false positive alinity I total b-hcg result for a 31-year-old female patient. The following data was provided: sid (B)(6): initial result = 97.24 iu/l, repeats were <2.30 iu/l the sample was repeated multiple times and generated the same <2.30 iu/l results. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.